Event description:
It was reported that this right atrial (ra) lead exhibited undersensing. Boston scientific technical services recommended measuring on a programmer for exact amplitude. As of this time, this ra lead remains in service. No adverse patient effects were reported.